Manufacturer narrative:
Reported event of stent deployment suture broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was used in the esophagus during an esophageal stenting procedure performed on (B)(6) 2014. According to the complainant, the indication of the procedure was due to a 3cm esophageal carcinoma. Reportedly the patient¿s anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the deployment suture broke in an attempt to release the stent. No part of the stent was deployed. The device was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.